Event description:
It was reported that the user experienced sustained hyperglycemia for at least 90 minutes while using the ilet, following a preceding hypoglycemia that was corrected, with no leakage detected and with guidance provided to perform a full supply change. Symptoms included high blood glucose. Outcomes included the need for troubleshooting and education. Investigation included technical support assessment and user troubleshooting with supply replacement. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that there was no confirmed device malfunction and that user-directed corrective actions were implemented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.